Event description:
The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert, and the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance sub threshold lead impedance alert was recorded on august 24, 26, 31, 2011, february 29, 2012, march 9, 2012, and november 28, 2013. A maximum ventricular pacing impedance rises from 2000 ohms the week ending may 15, 2012 to 3 ,024 ohms the ending december 3, 2013.

Event description:
It was reported that there was high thresholds, high impedance and possible lead fracture in the right ventricular lead. A planned or future lead replacement was reported. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.